Manufacturer narrative:
This report is submitted on may 17, 2024.

Event description:
Per the clinic, the patient experienced a migration of electrode array. The patient was placed under general anaesthesia on (B)(6) 2024, in order to re-insert the device; however, the device was accidentally damaged by the surgeon, thus the device was explanted and the patient was re-implanted with a new cochlear device.

Manufacturer narrative:
This report is submitted on april 9, 2024.